Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The cause for the worsening regurgitation in this case is unknown. The patient received a second valve which reduced the cai to none. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Two years and six months post implantation of a sapien xt valve, tee revealed moderate to severe ai (moderate central with mild-moderate plv). A second valve was deployed within the existing valve and the central ai resolved. Initially, the patient received a 23mm sapien xt valve. Discharge tte showed trace pvl and no central aortic insufficiency (cai). Tee performed 30 days post procedure showed mild pvl and no cai. One year tte showed mild pvl and mild cai. It was noted that the patient did well for about a year and half following tavr. Shortness of breath and oxygen dependency, however, increased from nocturnal use to 24/7 use of oxygen. Tee performed 28 months post op revealed moderate ai with normally functioning valve leaflets. The patient was readmitted a total of 3 times for chf which was believed to be related to her ai. Tee performed at 30 months revealed moderate central with mild to moderate posterior pvl. The patient was scheduled to have her pvl plugged, however, the team instead decided to deploy a second sapien xt valve within the existing sapien xt valve in order to treat the central ai. The second 23mm sapien xt valve was implanted 1-2 mm more towards the lvot than the previously implanted valve. The post op tee revealed trace posterior pvl and zero central ai. The patient was transferred to the ICU in stable condition.